Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed that "pump primed", "error 1871" and "power down" were recorded in history. During analysis, the reported problem of "lec 1871" could not be duplicated. The error was saved with the other pump parameters (motor revolutions, etc.). When the error was cleared, and the pump was run in user mode there were no issues that affected the operation and no new 1871 codes came up. The pump was run for a couple of hours, or approximately 750 activations. Nothing unusual was seen inside the pump. Service will replace the motor as a preventative maintenance measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "lec-1871". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.